Event description:
Country of complaint: (B)(6). For all needle thread combinations of this product, the needle has detached too easily. The connection detached before an also during the aorta surgery. No samples available for return.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Without any closed sample we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.